Manufacturer narrative:
Philips will analyse the log files related to this incident. When the investigation has been completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which it was stated that the cumulative dose was over the limit. Philips did not receive any patient related information from the hospital at this moment.

Manufacturer narrative:
Philips investigated this complaint and concluded that the system was working within specifications. Analysis of the reported values and the event log file did not show any system malfunction. The standard examination programmed x-ray (epx) database for neurological procedures was installed on the system. This was not configured to expected values by customer for this kind of procedures, as the customer had not performed neurological procedures on this system before. A philips clinical applications specialist has made modifications to the epx database according to customer¿s preferences. This solved the issue for the customer.